Manufacturer narrative:
(B)(4). Device evaluated by MFR.:the complaint device was not received for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that guidewire entrapment occurred. The target lesion was located in the heavily calcified right coronary artery. Two nc quantum apex balloon catheters were advanced for dilatation but ruptured during inflation beyond rated burst pressure (rbp). The devices were removed. Subsequently, a samurai guidewire was advanced, followed by an nc quantum apex balloon catheter. However, upon inflation beyond rbp, the balloon also ruptured. Upon removal, the physician encountered significant resistance and the balloon got stuck on the proximal end of the wire. Both devices were completely removed while locked together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.